Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported during a ureteroscopy procedure, the tip of the ncircle tipless stone extractor basket broke inside the patient's kidney during the procedure. The broken basket was removed by another ncircle basket by percutaneous nephrostolithotomy. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. A review of documentation, manufacturing instructions, specification and quality control data was conducted during the investigation. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation is not visible. The collet knob is tight and secure. The mlla (male luer lock adaptor) is loose. The pett measures 2.5 cm in length. A functional test determined the handle does not actuate the basket formation. A visual examination noted the support sheath is bowed in appearance. The tip of the basket sheath is smashed. The basket formation is not visible at tip of the basket sheath. It appears the basket formation was not returned. The handle was disassembled. The coil assembly is stretched. An attempt was made to manually actuate the basket formation, however the basket assembly coil continue to stretch when pulling out the sheath. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Based on the provided information, inspection of returned product and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Measures have been previously initiated to address this issue.